Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 257 mg/dl with polydipsia associated with an insulin on board (iob) issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient's healthcare provider made recent changes to their basal rate and bolus settings. The reporter stated that the iob was not calculating correctly into the bolus total. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2016 with the following findings: there was no activity related to the complaint observed in the black box or pump histories. The pump settings confirmed that the insulin on board (iob) was set to 3 hours. During testing, the pump performed the ezprime steps with no issues occurring. A 10u audio bolus and a 10u normal bolus were successfully performed and accurately recorded in the bolus history. The iob status screen correctly reflected the 20u. An ezcarb bolus was also performed and the pump correctly displayed iob in the calculated bolus. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.